Event description:
Same case as 6000089-2007-01675. It was reported that during a coronary drug eluting stenting treatment procedure, ventricular tachycardia (vt) occurred. The physician direct stented 2 taxus express2 drug eluting stents to the 90% stenosed lesion located in the calcified, moderately tortuous, mid left anterior descending (lad) artery. Pre-ivus was performed. A 2.5x24mm taxus stent was placed in the distal side of the mid lad and a 2.75x20mm taxus stent was placed in the mid lad. The stents were placed overlapping each other. Ivus was then introduced to the distal side of the 2.5x24mm stent, but upon withdrawal, the catheter caught on the stent. The physician was able to push the catheter, but was not able to pull it. The patient then experienced vt. Cardiac massage was performed and a dc defibrillator was used. Due to the vibration, the ivus catheter accidentally removed from the stent and a dissection occurred in the left main trunk (lmt) and the proximal lad. A taxus express2 2.75x28mm drug eluting stent and a 3.0x16mm taxus express2 drug eluting stent were placed to treat the dissection. The patient's condition post procedure was stable.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.